Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damages not consistent with normal wear and tear. This report has been attributed to mis-handling of the device. The main board and capacitor bracket were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.